Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The 3i t3® with dcd® tapered implant 6/5 x 15mm (bnpt6515) was returned for investigation with a bundled cover screw threaded into the implant. Visual inspection of the returned products identified major wear and signs of use, dried bone around the implant damaged threads from removal. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. The reported devices were measured were verified to match specifications per dwg. No. 1040012 rev c. Pre-existing conditions noted on the per were allograft, xenograft & platelet rich plasma (prp) grafted site and high (type I) bone density. The reported device was used for approximately 3 years 3 months. Pictures or x-ray images were not provided of the medical event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) & biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: warnings precautions sterility potential adverse events. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant developed severe bone loss and gingival recession with 2/3 - 3/4 of buccal threads exposed. The implant were removed and sites bone-grafted for future implant replacement. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided.

Event description:
It was reported that the implant site developed infection and bone loss. The implant was removed and the site grafted for future placement.